Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that there was in-stent restenosis in the proximal rca. The highly restenotic in-stent lesion was dilated with an rx voyager 1.50 x 15 several times up to 14 atm. It was noted that the contrast media flow was better. A 3.0 x 15 rx voyager 3.0 x 15 was placed and dilated up to 13 atm; however, the balloon ruptured. The device was taken out and the intervention was finished with a 10% residual stenosis. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the balloon catheter was returned with blood visible in the guide wire lumen, inflation lumen and balloon. There was contrast visible in the inflation lumen. The balloon was loosely folded. There was a longitudinal rupture on the balloon for a length of 1.3 cm starting at the distal balloon taper. There were no scratches found. The nosepiece was separated radially. The hub came off due to the nosepiece separation. There was no other damage noted to the balloon catheter. The balloon catheter was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.